Event description:
It was reported the pt lost stimulation, but she could not recall when she last had stimulation. It was reported the pt could not recall if she had ever charged her ipg since implant. It was reported the next course of action is currently undetermined.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.